Event description:
It was reported that the patient experienced extracardiac stimulation. There was high pacing threshold on the left ventricular (lv) lead. The lead was capped and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 8042b ipg, implanted: (B)(6) 2009; 4965-35 lead, implanted: (B)(6) 2009. (B)(4).